Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure the first 26mm sapien transcatheter heart valve was placed too ventricular causing native leaflet overhang which resulted in moderate to severe central aortic insufficiency. A second 26mm sapien valve was prepped and place more aortic resulting in trivial aortic insufficiency. At the time this report was received the patient was doing well. Per additional information received from the edwards clinical specialist, one day post tavr the patient was out of the ICU, discharged was planned for day 3-4 post implant. This patient's ejection fraction was normal. Aortic annulus measured 24mm per transesophageal echocardiogram (tee). The sinotubular junction (stj) was mildly calcified. There was no severe ventricular septal hypertrophy. The aortic valve, aortic root, and leaflet calcification was moderate-severe. Image intensifier angle and coaxial alignment were good. Sapien valve positioning pre-deployment was 60:40 ventricular. It is believed that the valve moved ventricular between the last positioning angiogram and rapid pacing/deployment and it was not noticed. The sapien valve positioning post-deployment was 80:20 ventricular. Balloon inflation was held during deployment for 4-5 seconds and there was no loss of pacing capture during deployment.

Manufacturer narrative:
Imaging for this case was requested however, to date, it has not been provided to edwards lifesciences for review. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to this event. The initial reporter indicated the image intensifier angle and coaxial alignment of the delivery system/valve was good, the balloon inflation was held greater than 3 seconds, and there was no loss of pacing capture during deployment. Additionally, the aortic root, valve and leaflets were noted to be moderately-severely calcified. It is believed the valve was inadvertently moved ventricular between final positioning and deployment. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device.